Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's spouse reported the patient had a previous one installed recently that did not work. No patient symptoms and no further complications have been reported as a result of this event.